Event description:
The customer called technical support (ts) and reported that the device has a proximal pressure sensor failed error message. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse recommends replacing the pcba, data acquisition, v60. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The product service engineer (pse) provided the part number to the customer. The repair for this unit cannot be conducted at this time as the part(s) are on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered is the da pcba and this part(s) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the part(s) become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and additional investigation will be performed. Based on information provided and/or service performed the reported issue was confirmed. The investigation concludes that no further action is required at this time.